Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. The international affiliate reports the three following possible batch numbers: batch mcm303, manufacture date: 03/02/2018, expiration date: 02/29/2020; batch mcz481, manufacture date: 03/01/2018, expiration date: 02/29/2020; batch mdz643, manufacture date: 04/13/2018, expiration date: 03/31/2020. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: procedure off-pump coronary artery bypass grafting ; procedure date: (B)(6) 2018. During primary operation, the steel wire was used for the closing of median sternotomy. The suture which was used is pds (4-0) on the dermis, and pds (3-0) on the superficial fascia, and stratafix symmetric (0) on the fascia. On (B)(6) 2018, it was confirmed that there had been redding, and reoperation was performed. It was found that there¿s the mass of white blood cells around the pds on the dermis and the superficial fascia. The mass and the part of suture were removed. At the time, crp level was 4, and (B)(6). (B)(6) was administered as antibiotics. (Patient demographics) the patient¿s initial is (B)(6). She is (B)(6) female and (B)(6) in weight. (Current status of the patient) the patient is in the hospital. (Treatment plan) the incision is still opened about 3cm, and vac treatment is still performing. (Other contributing factor) the patient has diabetes mellitus. ([Allergic tendency/smoking habit) no. (Previous history/medical history/other diseases currently treated) diabetes mellitus. (Seriousness) not serious. (Reason of seriousness) the infection was not reached to the sternum. (Surgeon¿s opinion about causal relationship with the pds plus) the surgeon assumes that there is a relationship with the pds plus since there had been a mass of white blood cells around the suture. Was there any deficiency with the stratafix suture used on medium sternum? No. What was the indication for removing some of the stratafix suture? No information. Can you identify the product code of the stratafix suture? No information. Were cultures taken of the chest wound, what were the results? Negative pressure wound therapy began on (B)(6). What was the indication for re-opening the medium sternum wound 5 days post op? Redness and darkening of the epidermis. Can you explain the appearance of the pds plus suture during medium sternum second procedure? The site where the suture was used had become black. Can you describe the appearance of the stratafix suture during medium sternum second procedure? No information. Were cultures taken of the foot wound, what were the results? Healed. Can you describe the appearance of the pds plus suture during second foot procedure? No information. What is the current condition of the patient? As of (B)(6), the patient is in hospital."

Event description:
It was reported that a patient underwent off pump CABG on (B)(6) 2018 and continuous suture was used on dermis and or superficial fascia. The patient developed redness, inflammation reaction and underwent second procedure on (B)(6) 2018. The incision of the median sternotomy was opened and a mass of white blood cells around the suture at the fascia layer was removed. At the time, crp level was 4, and (B)(6). (B)(6) was administered as antibiotics. The patient was diagnosed with infection at the dermis, fascia layer, but did not reach the sternum. The incision is still open about 3cm, and vac therapy initiated (B)(6) 2018 is ongoing. The surgeon assumes that there is a relationship with the absorbable suture since there had been a mass of white blood cells around the suture. The patient remains hospitalized with vac therapy. Additional information was requested.